Event description:
It was reported that during an unknown procedure, the end the blood vessel was not clipped properly. Procedure completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # a9cv71. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did clip not stay in place or fall off after being applied? Does the clip not occlude? Did an unformed clip drop, eject, shoots or spit from the jaws of the device? Did device fire scissored clips? This may also include ribbon shaped or x-shaped. Did device fire malformed clips? Pear/tear drop shape or clip gap?" An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. D4: batch #a9cu6h . Investigation summary visual analysis of the returned sample determined that the er420 device was returned and upon inspection the jaws were found to be in a misaligned condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed seven (7) scissored clips due to the misaligned condition of the jaws; finally the instrument locked out as intended. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met before the release of this batch. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch a9cu6h number, and no non-conformances were identified.